Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was a reported that water leaked from the connector when sterile water was added in foley catheter.

Event description:
It was a reported that water leaked from the connector when sterile water was added in foley catheter.

Manufacturer narrative:
The reported event was confirmed- manufacturing related. The reported failure was able to reproduce. Based on the evaluation, it was observed that water leaks from the catheter valve during water inflation. Sample was evaluated and found crack on valve. Highly suspected that during the valving process, double valving happened that caused the valve to be damage/ broken. This complaint was confirmed as manufacturing related issue. A potential root cause of this failure mode could be due to incorrect air pressure setting for valving process. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. The labeling and instructions for use were found to be adequate. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6) medical center. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.